Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2012-08133. Same case as MDR ID# 2134265-2012-08354. It was reported that during diagnosis procedure, the automatic pullback did not work. The >70% stenosed target lesion being treated was located on the left anterior descending (lad) artery. During left heart cath with ivus and stenting diagnosis procedure, the automatic pullback of ilab did not work at the first attempt. They tried reseating the motordrive in the sled a few times but still did not work. Then the physician proceeded with the manual pullback and completed the procedure with the same device. No patient complications were reported and the patient status is stable. .